Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact admiral balloons were used to treat the right superficial femoral proximal, superficial femoral middle. Approximately 11 months post procedure patient suffered femoropopliteal thrombosis. Doppler ultrasound, which shows worsening lesions at various sites. Recanalization failure procedure. The event was treated with percutaneous intervention. Patient recovered. The investigator assessed the event as not related to the index device, index procedure or paclitaxel.